Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital prior to implant in unstable condition with bradycardia due to atrial fibrillation. The patient was in a coma-like state with rhythms of ventricular tachycardia (vt), ventricular fibrillation (vf) and torsades de pointe. A pacemaker was implanted; however, the programmed settings were not appropriate for the patient and the hysteresis and autocapture feature resulted in a return to vf, vt, and torsades de pointe. One day following the implant procedure, the patient expired due to the patient's preexisting condition. The physician indicated there was no allegation of malfunction against any abbott device and the abbott device did not cause or contribute to the patient's death.